Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 18 march and 20 march, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed a device contained inside the primary package and a package label on the package. The reported condition of "no fluid flow" was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. It was observed that the device stopped infusing during therapy. The expected infusion time was 48 hours; however, it was observed that only 50ml of medication had been infused after 12 hours and a significant volume remained. After 48 hours, it was observed that there was no flow from the device. The device was filled with normal saline and fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.